Manufacturer narrative:
The date received by manufacturer has been used for this field. Two lot numbers were given for this incident . Lot # 7027594 creation date: 01/27/2017 expiration date: 01/31/2018, lot# 7048585 creation date: 02/17/2017 expiration date 02/28/2018. (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027594. Conclusion: conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) was initiated to determine the root cause associated with stopper pop off and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. (B)(4).

Event description:
It was reported the stoppers come out of the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure during use. No medical interventions reported.